Event description:
An ultratome xl sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure in an 80 year old female patient (weight unk) in 2008. According to the complainant, "...the ultratome was loaded onto the wire and put down the scope. As they attempted to make a cut [,] the [cutting wire] broke." A second ultratome xl sphincterotome was used to complete the procedure. No patient complications were reported as a result of this event, and the patient's condition was reported as "fine" following the procedure.

Manufacturer narrative:
The device has not been returned. A device analysis is not available; therefore, the relationship between the device and the cause of the event is undetermined. A review of the complaint database did not identify any additional complaints for this lot. The february 2008 15-month ultratome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.